Event description:
During a case the activation button for coagulation became stuck while engaged, the button was depressed several times during the case. No patient impact or injury. Traditional electrocautery utilized to complete the case.

Manufacturer narrative:
(B)(4). Method: generator involved in the reported event not scheduled to be returned to the manufacturer for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.